Event description:
It was reported that, "removed due to infection. Dr had concern about oxidation from the poly as well as a roughened textured feel to the inside of the liner. Also concerned about the lack of ingrowth into the shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. Additional information (including x-rays and medical records) was requested. If additional information or device becomes available, the evaluation summary will be submitted in supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 2030-6545-1, lot# mja1l3, description - 6.5 cancellous bone screw 45mm, cat# 623-00-36e, lot# mjad6p, description - trident 0 x3 insert 36mm ID. It cannot be determined which , if any of these devices may have caused or contributed to the patient's infection.